Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of burning smell was confirmed. Cause of odor and ¿short circuit detected¿ error message is shorted electronic components on the main digital pcb. Burnt smell was caused by a burnt resistor and 2 shorted out transistors. Product passed functional testing with a known good main pcb installed. Factors that can contribute to component failure are connecting a shorted out or wet mdu connector into the port. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an unknown procedure, a burning smell was coming from the device. The procedure was completed with a backup device with no delay or patient injury reported. Results of investigation have concluded that the burnt smell was caused by a burnt resistor and two shorted out transistors which makes it a reportable event.